Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified superficial femoral artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for pre-dilation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another 7.0-40/3.8t/135 sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that no segment of the balloon detached inside the patient after the balloon ruptured and the patient's status was stable.